Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, an addition is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - addition information. Primary UDI number - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2 additional information/ device evaluation - addition information.

Manufacturer narrative:
(B)(4). 3004753838-2025-116783 and 3004753838-2025-116783-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 10/8/2025 and it was determined this complaint is not reportable per corpft-140202.